Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of three dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the tip of the device was tightened, the cutting wire attachment from the tip became loose. A second dreamtome rx 44 was used; however, the cutting wire also broke at the tip. A third dreamtome rx 44 was used but same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the first dreamtome rx 44 inside the packaging was provided by the customer and shows the wire was broken and kinked.